Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal branch. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured near the distal balloon at 12atm for 10 seconds. The device was able to be removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).